Event description:
It was reported that (2) devices were used during a lobectomy. It was reported by the affiliate that the (2) tct75 devices could not be fired. Another device was used to complete the case. There was no consequence to the patient.